Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying an ¿error 1¿ message during testing. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue began on (B)(6) 2015 at 10:00pm. During the follow-up call, the patient informed the csr that she manages her diabetes with metformin medication (one tablet in the morning and at night). The patient stated that she tests her blood glucose 1-3 times a week and her normal blood glucose range is between ¿98 mg/dl and 119 mg/dl¿. The patient denied making any changes to her usual diabetes management regimen due to the error message appearing: however, she reported developing symptoms of feeling ¿shaky and sweaty¿ 8 hours later. During the follow-up call, the patient informed the csr that she associated these symptoms with a low blood glucose excursion and reported eating beef jerky as treatment. The patient claimed no other blood glucose tests were performed on any other device. During the follow-up call, the patient attributed the onset of her symptoms to ¿not eating on time; waiting too long to eat¿. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter error message began to appear.

Manufacturer narrative:
Follow-up # 1 ¿ (03/02/2015). The patient¿s meter has been returned on 2/6/2015 and evaluated by lifescan product analysis on 2/18/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination. In addition, a secondary issue was noted when the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.